Event description:
A report was received that the patient had a non-functional battery due to having non-bsn device issue of high impedance. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the reason for ipg replacement was due to patient requested full body MRI access. The patient was doing well postoperatively. The explanted were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient had a non-functional battery due to having non-bsn device issue of high impedance. The patient will undergo an ipg replacement procedure.